Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 602 mg/dl with large ketones associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV fluids. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program. It was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.